Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier will not fire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter confirmed that the instrument was inspected with no noted damage. The incident occurred prior to clip application (instrument inserted in patient). The patient demographic information was not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the large hem-o-lok clip applier will not fire, an investigation was completed to determine the cause of this reported event. Failure analysis investigations replicated/confirmed the customer-reported complaint. Failure analysis found the primary failure of the failed clip test to be related to the customer-reported complaint. The large hem-o-lok clip applier failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue. The root cause of difficulty applying a clip is attributed to either a damaged grip cable or misaligned grips leading to a loss of functionality. The clip applier instrument failed the clip test due to misapplication of the clip (e.g.,the instrument passes engagement and able to retain clip through engagement but cannot apply the clip).